Event description:
An echo revealed a thombi in the right atrial portion of the tah-t, near the av valve of the left atrium and in the thoracic aorta. No flow was obstructed and the thrombi did not contribute to the patient's death.